Event description:
It was reported that the patient felt a sensation of buzzing around the implanted neurostimulator when programmed to monopole. The buzzing sensation was not painful. This sensation stopped when the system was programmed to bipolar. The symptoms repeated several times as the system was reprogrammed between monopolar and bipolar settings. The patient left with bipolar settings and was receiving successful therapy.

Manufacturer narrative:
(B)(4).